Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) earlier than expected. The device was explanted and a new crt-d was implanted.